Manufacturer narrative:
The initial reported event of lead fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The exposed superior vena cava defibrillation coil became extrinsically fractured due to a cut. The exposed right ventricular defibrillation coil became extrinsically fractured due to a cut. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The analyst noted that the proximal conductor was fractured at 57.5 cm the right ventricular defibrillation coil was fractured at 56.5 cm from the connector pin. The exposed superior vena cava defibrillation coil and the exposed right ventricular defibrillation coil were found to be extrinsically fractured due to a cuts. Concomitant medical products: 407652 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an alert triggered for high impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead. A possible fracture was noted. The rv lead impedance alert was reprogrammed to 130 ohms and the lead remained in use. The physician recommended replacement but the patient refused. Approximately two years later, the lead was explanted and replaced. No patient complications have been reported as a result of this event.